Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Supply changes were performed to address the past occlusions. Customer's blood glucose level was above 500 mg/dl. A system check was performed and the pump performed as intended.